Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent plif and posterolateral fusion at l5-s1, using peek cages with rhbmp-2/acs. On (B)(6) 2010, the patient underwent implantation of pain pump post op the patient developed neuropathy, radiculopathy at c8, muscle spasms, muscle atrophy, numbness/pain, falls, numbness in hands/legs, pain in legs/hands.

Event description:
It was reported that on (B)(6) 2006 the patient underwent: decompression laminectomy at l5; posterior interbody fusion, l5-s1; placement of interbody cages posteriorly l5-s1; harvesting of autologous bone graft; use of intraoperative fluoroscopy, less than 1 hour; pedicle screw fixation, l5-s1. Posterolateral fusion, l5-s1; resection of the lateral recess stenosis over the exiting l5 and s1 roots bilaterally. Preoperative diagnosis: l5-s1 degenerative disc disease; l5-s1 neural foraminal stenosis. Per operative notes: ¿¿the interspace was thoroughly irrigated with antibiotic containing saline. Peek cages 22 x 12mm were filled with bmp sponge, initially, a cage was placed from the left side, autologous bone graft was prepared. This was the bone harvested from the facet joints and lamina. It should be noted, approximately 10 minutes of surgical time was required to prepare the bone on the back table using rongeurs to break it into small fragments to be put into the interspace. This was then packed into the interspace. Then the second cage filled with bmp sponge was placed into the interspace from the left side, and it was also countersunk 3 mm. Intraoperative fluoroscopy was brought into place¿¿

Manufacturer narrative:
Additional information: the following imaging studies were returned to the manufacturer for evaluation. (B)(6) 2010 CT lumbar solid plif noted at l5/s1 with peek spacers and screws in good position. Intrathecal pump enters the thecal sac at l2/3. (B)(6) 2010 thecal pump sits over right iliac crest. Multiple films made during placement of pump and intrathecal catheter. (B)(6) 2010 lumbar myelogram CT shows plif and intrathecal spacer unchanged from the (B)(6) study. No stenosis is noted. Multiple myelographic xrays of lumbar spine show no additional information. (B)(6) 2012 cervical MRI normal sagittal views. Slight bulge is noted at c5/6. Axial views show no stenosis or hnp. Quality is limited by motion (B)(6) 2006 chest CT shows clear lung fields with apparent right clavicular plate. (B)(6) 2012 head CT no comment with exception of occiput to odontoid process normal. (B)(6) 2012 cervical CT shows no significant arthritis, hnp stenosis or mal-alignment. Sagittal reconstructions do show the odontoid abutting the clivus. There is no narrowing of the foramen magnum.